Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was noted that the right atrial lead exhibited high capture threshold. The right atrial lead was explanted using a firm stylet and a new lead was implanted. The patient was stable before, during and after the procedure.